Manufacturer narrative:
(B)(6). The device was received for evaluation. During visual inspection, grey particulate matter was observed in the fluid path. The device was removed from the drug vials to perform an evaluation on the needle. The needle showed to be without any morphology that would have caused or contributed to fragmentation. Functional testing was performed on the device and no defects were observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified; however, the cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation, particulate matter was observed in the fluid path of a vial-mate device. There was no patient involvement. No additional information is available.